Event description:
The user was investigating erroneous sodium results from 11 pt samples collected from three different pts at different collection times because an ICU nurse questioned the results. The samples were rerun and amended reports were issued per instruction from their lab pathologist. The following results were determined to be discrepant. The initial result for one pt was 128 mmol per l. The same sample was repeated twice. The first repeat was run on another c501 at customer site and gave result of 134 mmol per l. The second repeat, run on original c501 gave result of 132 mmol per l. Erroneous results were reported. It is unk if any pts were adversely affected. User stated she was unable to provide data or status on any of the pts as they are not allowed to contact the doctors on such matters; adding these inquires have to come from the medical director and this individual is not available. Investigation is ongoing. If additional info is received, appropriate notification will be provided.